Manufacturer narrative:
(B)(4). Air in the patient line, indicative of a potential malfunction of the disposable cassette, was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for an unrelated alarm on the homechoice (hc) machine, it was reported that air bubbles were observed in the patient line. The home patient (hp) stated that the air bubbles entered their body and their abdomen started to hurt. The technical service representative (tsr) assisted the hp in ending therapy and instructed them to disconnect aseptically. There was no report of patient injury or medical intervention associated with this event. No additional information is available.